Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported a patient was on impella rp flex support. While on support, a large hematoma was noted at the impella site. No heparin was given and femostop was applied. Care was withdrawn, and the patient expired.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely anticoagulation management since the hemostasis was achieved after applying femstop and discontinuing heparin. B.2 revised selections as required intervention was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25382.